Manufacturer narrative:
No similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -1.5/3.5/070 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. Reportedly, "normotensive aquedus misdirection ou with myopic shift ou.atropine tid ou x 1 month diamox 25omg tid x 1 week." Status of the eye is said, "currently asymptomatic ou," and "patient responded view fast to the treatment w atropine and diamox, currently is asymptomatic w/out treatment.